Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the sheath exhibited a damaged ceramic tip. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, it can be assumed that a damage to the ceramic beak of the sheath was caused by thermal and mechanical induced impact, improper handling, mechanical overload like fall, shock or similar stress in combination with wear and tear. Olympus will continue to monitor field performance for this device.